Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted restricted posterior leaflet. The first clip delivery system (ntr cds 00225u181) was advanced to the mitral valve, but the clip could not grasp both leaflets. Therefore, the cds was removed with the clip attached, and the procedure continued with an xtw cds (01010u110). The xtw cds was advanced to the left atrium to align the clip over the mitral valve; however, the clip would not initially open. After several attempts to open the clip, the clip would not open. The cds was removed, and the procedure continued with another xtw clip (01010u109). The xtw clip was deployed. An xt clip was being prepared for use to further reduce mr. However, the first clip (01010u109) became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda). Therefore, the xt clip was deployed to stabilize the slda. The physician stated that the cause of the slda is unknown. Two clips were implanted, reducing mr to 2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and a cause for the reported single leaflet device attachment/slda in this complaint could not be determined. The additional therapy/non-surgical treatment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.